Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic experiencing atrial fibrillation. Physician successfully performed cardioversion of the patient using the implantable cardioverter defibrillator¿s emergency shock function. Following the cardioversion, the device administers an inappropriate shock due over-sensing noise of the right ventricular lead. Physician suspected failure of the right ventricular lead as a result of cardioversion. Atrial lead noise was also noted. No intervention was performed at the time.